Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the during a follow-up interrogation a code displayed that indicated the subcutaneous implantable cardioverter defibrillator (s-ICD) battery was depleting. Review of the measurements found a significant decrease in battery longevity. Subsequently the s-ICD was explanted. No additional adverse effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the during a follow-up interrogation a code displayed that indicated the subcutaneous implantable cardioverter defibrillator (s-ICD) battery was depleting. Review of the measurements found a significant decrease in battery longevity. Subsequently the s-ICD was explanted. No additional adverse effects were reported.